Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4) - separation is not specifically addressed in the provided IFU. Per qc spec, there is 100% inspection, confirming the flare on proximal end of sheath is caught securely in proximal fittings and that the sheath does not rotate in cap fitting. It is also verified that the coils in the sheath continue into cap. An IFU is provided with this device, informing the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. As the complaint device was not returned, it is difficult to determine with any certainty why the physician experienced this failure mode for this product. A change request was implemented on (B)(6) 2010 for the use of torque limiting devices for the attachment of proximal fittings on flexor sheaths < 9.0fr. However, without a provided lot number, it remains unk whether the complaint device was manufactured prior to the noted change. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events.

Event description:
During removal of the flexor balkin guiding sheath at completion of the procedures, the physician pulled on the hub to remove and the hub separated from the sheath. The procedures took place in the pt's leg and has happened a total of three times. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.